Event description:
The customer reported that during a coronary stenting procedure the hemostasis valve would not close tight. Blood leaked from the valve. Due to the excess loss of blood the pt's blood pressure was very low. The customer reported that they replaced the leaking valve. However, the replacement hemostasis valve also leaked. The customer stated that no additional procedures were required in this case and did not provide any additional info about the pt's condition. This is one of two reports for this complaint. Reference MFR report number: 9616662-2011-00058.

Manufacturer narrative:
Device eval: the eval has not been completed. A follow-up report will be submitted when the eval has been completed. Results - results pending completion of eval. Conclusions - conclusion not yet available - eval in progress.